Manufacturer narrative:
B3/d10 date: the event occurred on an unspecified date of (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp (twist clamp) of a minicap extended life pd transfer broke. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and broken occlude legs beneath the twist clamp were observed. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause could be if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on product packaging, this could damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.